Event description:
It was reported that the ilet bionic pancreas was perceived to overcorrect high blood glucose following frequent pump pauses and lack of meal announcements, with the user also pre-treating impending lows and sometimes using meals for correction. Symptoms included episodes of low and high blood glucose, polydipsia, and disorientation. Outcomes included troubleshooting and education with assignment for additional training. Investigation included review of device reports and user coaching by customer care. Investigation of this case revealed that pausing insulin delivery and not announcing meals led to maladaptive automated corrections when insulin delivery resumed. It was concluded that device performance was consistent with design and that user behaviors contributed to the observed glucose fluctuations; further training was recommended.